Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing pain at the ipg implant site. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was repositioned to address the issue.